Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was 14.5 mmol/l. The customer states had a crack near the reservoir compartment. Troubleshooting was performed for damage and noticed the customer states the reservoir was loose because of crack. The customer declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o - ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, missing end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.